Event description:
Consumer called to report getting inaccurate readings with her plink meter. Analysis run on clark error grid using mean avg readings (64) as reference point vs. Bd readings (24, 104) yielded some data points in the d range of the grid, outside acceptable limits.